Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility that this phenomenon occurred because the video connector which was connected with the subject device was not sufficiently dried or had the dust or the remaining the chemical agent on the electrical contacts. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error b30 which indicated there was the communication problem between the endoscope and video processor was displayed on the subject device at the unspecified timing. The user cleaned the contacts of the subject device with using the cleaning kit (maj-2087) and cleaned the contacts of the unspecified endoscope connected with the subject device. The error occurred with some other unspecified endoscopes. The error was also displayed after turning off then on the power of the subject device. The technician stated that this phenomenon attributed to the moisture inside the endoscope, not light source. There was no patient injury associated with this report.